Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. The patient stated that there was a leak from the bag. The patient was connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned, and the lot number is unknown; therefore, a device evaluation, could not be performed. However, it was reported that there was a leak in the disposables, which is a known cause, of the reported system error 2240. Should additional relevant information become available, a supplemental report will be submitted.